Manufacturer narrative:
An event regarding a missing patient sticker label on the package of a triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the event. No patient label was returned with the product. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events. Conclusions: based on a review of device records it was determined that the patient labels were not included in the device packaging when the devices initially entered finished goods.

Event description:
There were no stickers attached to the blister package on the inside of the box. The nurse was hesitant to pass the device to the field due to lack of secondary confirmation of device catalog and lot code. The implant was used for the surgery. Packaging will be returned.

Event description:
There were no stickers attached to the blister package on the inside of the box. The nurse was hesitant to pass the device to the field due to lack of secondary confirmation of device catalog and lot code. The implant was used for the surgery. Packaging will be returned.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.